Event description:
It was reported that the patient¿s cancer had returned after 30 years and the patient could not have an MRI because of the implantable neurostimulator (ins) system. It was noted that the patient had 3 lead wires and only one was working. It was further noted that if she turned it up so high her leg bounced at the end of the bed. The patient stated for ¿any stimulation level that worked it was not a normal level.¿ the patient noted that it had only worked for the neuropathy in the right leg but the left leg. It was noted that this had been happening for years prior to this report. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 39565-30. Serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID neu_unknown_lead, product type lead. (B)(4).